Event description:
The customer reported the systems' displayed image cut out, making it necessary to reboot the system. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor was calibrated. Also, the high voltage terminals on the tube side were disassembled, cleaned and aerated. The system was then found to be operating as intended.